Event description:
Patient 1 of 3. It was reported while using bd vacutainer® sodium heparin (nh) blood collection tubes, the stopper was difficult to pierce in 3 tubes. The samples were recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 1 of 3. It was reported while using bd vacutainer® sodium heparinn (nh) blood collection tubes, the stopper was difficult to pierce in 3 tubes. The samples were recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-jun-2025. Investigation summary bd received 61 samples for investigation. These returned samples were inspected for damage, and no visible defects were found. A functional test was conducted on four of the returned samples, and all tubes met the specification limits with the stopper function operating correctly. Additionally, 100 retained samples were inspected, and no visible defects were identified. A functional test was performed on 10 retained samples, confirming that all tubes were within specification limits and the stopper function was without issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect stopper formulation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.